Manufacturer narrative:
(B)(4). Dexcom was served with a legal action as a result of the patient¿s alleged injury. The reporter did not provide a description or information regarding the circumstances of the alleged event or details of the alleged injury other than what is alleged in the complaint. Dexcom has provided to FDA the information it currently has relating to this alleged adverse event. Dexcom has requested further information from the patient¿s personal injury lawyer.

Event description:
A personal injury attorney, on behalf of patient, has initiated litigation against dexcom, based upon the patient¿s allegation that the user¿s receiver/display device failed to alert her to dangerous glucose levels and/or stopped receiving glucose information from the g6 system. The user thereafter allegedly required emergency hospital care. Despite additional requests for information, no further information was provided.

Manufacturer narrative:
(B)(4).

Event description:
Data was evaluated and the allegation was not confirmed. The probable cause could not be determined.